Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a damaged downstream occlusion seal. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated as the downstream occlusion seal was only delaminated. However, visual inspection found damage to the upstream occlusion (uso) seal. The uso seal was replaced to address this issue. Service history review had no indication that the complaint was related to a service of the device within the review period.